Event description:
It was reported that when a patient presented in clinic for a review of non-sustained ventricular tachycardia episodes, myopotential oversensing was observed. The patient was asymptomatic. It was noted the patient had recently constipation and straining with bowel movement, consistent with device picking up myopotential signals. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.